Event description:
According to the reporter, nine days post-operative of a right total hip arthroplasty where the device was used for the incision, the doctor found that the deep fascia layer of the surgical incision was exuded. The surgeon strengthened disinfection and the patient was treated symptomatically. Debridement and vacuum sealing drainage (vsd) negative pressure drainage was performed eleven days later. The patient gradually recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.